Event description:
It was reported that patient received inappropriate therapy for atrial fib with rapid ventricular response. Patient had not been compliant with her medications for couple days. Other than compliance with medications, adjust vt detect criteria was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.